Manufacturer narrative:
(B)(4). D10 medical devices: e1 vngd ps tib brg 71/75x10 catalog#: ep-183640 lot#: 753200. Vngd ps open por fmrl rt 72.5 catalog#: 184513 lot#: 726190. Bmet regenx pri tib tray 75mm cocr 75mm catalog#: 141274 lot#: 104150. Biomet finned pri stem 40mm catalog#: 141314 lot#: 485940. Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported via the legal department that a patient had an initial right knee arthroplasty. Subsequently, approximately eight years later, the patient was revised due to patellar implant fracture and loosening. During the revision, two of the three pegs on the patella prosthesis were found to be broken. The patella implant was removed and replaced with competitor product. There were no concerns with the remaining implants and no intraoperative complications.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: b4, g3, g6, h2, h3, h6, and h11. Reported event was confirmed by review of medical records. Medical records were provided and reviewed by a health care professional. Review of the available records identified the following: from the revision notes: patella found loose and easily removed, two of the 3 pegs were broken. Device history record was reviewed and no discrepancies relevant to the reported event were found. The root cause of the event was determined to be a labeling and training deficiency as the surgical technique addendum for installation of regenerex patella failed to include guidance on depth line indication on the peg drill bit. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.